Event description:
Customer called to report a pod occlusion alarm after wearing the pod for approximately 10 hours. During the 10 hours of use, the customer's blood glucose levels ranged between 216-439 mg/dl. Customer was able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.